Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (2000.0 mcg/ml, 142.1 mcg/day) in an implantable pump for an unknown indication for use. The patient experienced abstinence syndrome. The hcp felt the patient was not receiving the programmed dose. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed. Per tests performed in the operating room and logs, the pump did not present any problems. The entire system was replaced on (B)(6) 2016. The replacement pump was programmed to deliver (2000.0mcg/ml, 96.1mg/day). The issue was considered resolved. The status of the patient was stated to be alive and with no injury. Dosing changes: (B)(6) 2016: lioresal (2000.0 mcg/ml, 163.0 mcg/day) (B)(6) 2016: lioresal (2000.0 mcg/ml, 194.8 mcg/day).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial#(B)(4), found no anomaly. Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.